Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 samples were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. Visual inspection of the sample noted obvious visible observation of extra material on the catheter tip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that pair of foley catheters had extra material in the tip that caused discomfort to patient while inserting the catheter with lot ngfr2477. And another catheter had extra material at half down and patient experienced discomfort while inserting the catheter with lot ngfs1044. No medical intervention was reported. Per customer via phone on 03sep2021, it was reported that halfway down the silicon foley catheter had a rubber piece was sticking out and that was uncomfortable for the patient. Per follow up via phone on 03sep2021, customer stated that there were only three foley catheters with problems. One with extra material in the tip, two with extra material halfway down. One came from lot #ngfr2477 and two came from lot #ngfs1044. No harm to patient and no medical intervention needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a pair of foley catheters have an extra material in the tip of the catheter. Hence the patient experienced discomfort when inserting the catheter. No medical intervention was reported.